Event description:
It was reported that the patient experienced diaphragmatic stimulation via the left ventricular (lv) lead. The physician attempted to replace the lead but was unable to do so. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implanted: (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).